Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer review of vns programming history noted that high lead impedance with vns systems and normal mode diagnostics testing had been occurring since at least (B)(6) 2006. Clinic notes received to the manufacturer indicated the vns generator was at end of service and replacement was planned. The notes also indicated the patient initially had efficacy with the vns after initial implant in 2001, but continued to have "recurrent episodes" suggesting the seizure frequency did not improve. No trauma or device manipulation occurred per the treating neurologist. The patient had vns generator and lead replacement surgery performed on (B)(6) 2012. The explanted lead and generator were discarded after surgery.

Event description:
An implant card was received to the manufacturer noting that the vns lead and generator revision surgery performed on (B)(6) 2012, was due to a lead discontinuity. Diagnostics were within normal limits with the new vns lead and generator. All attempts to the reporter regarding if the lead discontinuity was felt to be due to the reported lack of efficacy have been unsuccessful to date.